Manufacturer narrative:
Follow-up # 1 date of submission 09/30/2015-device evaluation: the pump has been returned and evaluated by product analysis on 09/11/2015 with the following findings: a review of the pump black box data revealed multiple pump reboots. During a visual inspection of the pump, there was a battery compartment crack on the side of the battery compartment at the battery compartment threads. A leak test was performed and failed indicating a battery compartment leak. There was no damage found to the returned battery cap. The returned battery cap secured properly to the pump, and a power loss was not observed. The pump was exercised for 24 hours but failed due to multiple eaw 162 alarms. The force sensor calibration measured low and not within specifications. The pump was opened and there was evidence of moisture ingress found on internal components. Unrelated to the original complaint, it was noted that the display was dim and discolored.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. There was reportedly moisture and corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.